Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power up during testing.

Manufacturer narrative:
Correction of coding for the component grid and the conclusion code: the component code grid and conclusion code have been updated to correctly reflect final evaluation information. Additional information to previously reported b5: providing additional information that included in the device evaluation results but not mentioned in the initial b5 narrative; this information does not change the previously determined reportability of the complaint. The download error log was not available for review for the device evaluation. The device logs were not obtained. No repairs were performed in relation to the initial power up failure. The device was not needed for inventory and was scrapped on 29 october 2024.